Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had elevated blood glucose levels into the 300 mg/dl range due to mismanagement of diabetes. The reporter stated that on one occasion the patient zoned out and could not remember what was happening. The reporter confirmed that the patient did not have ketones but indicated that the patient experienced symptoms of tiredness and difficulty thinking. The reporter stated that previously the patient was being managed by the reporter but indicated that the patient was starting to take some of the responsibilities. The reporter indicated that the patient acts as if everything is understood but then the patient did not seem to be keeping up with the diabetes management. The reporter was advised on clinical trainers to follow up to discuss possible training. There was no allegation of a malfunction related to the patient¿s event. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and use error of the device may have contributed to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a delivery accuracy test and was found to be delivering accurately and within the required specifications. The units remaining were correctly calculated and written to the pump history. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.